Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported that the solution container was to be filled with an unspecified concentration of fentanyl, an unspecified concentration of catecholamine, and an unspecified volume of normal saline. It was reported that during visual examination prior to manual filling of the solution container, the additive port stopper was loose and separated from the additive port of the solution container. The solution container was replaced and filling was initiated. Though requested, no add'l info was provided.